Manufacturer narrative:
On (B)(6) 2020, device paperwork was received. Hence, following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - field d4 for catalog number has been updated to "3504004bc" - field d4 for lot number has been updated to "5576025" - field d4 for unique identifier( UDI) has been updated to "(B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the replacement devices used were catalog number shpx490; serial number 9497227-007 on the left side and catalog number shpx490; serial number (B)(6) on the right side. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown gel implant and experienced right side breast implant rupture. Patient went in to get new implants due to age and during surgery it was discovered the right implant was ruptured. Health care professional mentioned it was too rupture to read any digits off of it. As a result, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
On november 19, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, the device was observed ruptured. An anomaly was also observed within the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).